Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No additional patient or event information is available.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, the patient experienced an episode of sweating and loss of consciousness while in the hallway of a hotel. A friend of the patient called emergency services, and upon arrival, paramedics performed a fingerstick blood glucose test, which revealed a critically low reading of 1.7 mmol/l. The patient was treated with intravenous fluids. Following treatment, a subsequent fingerstick test showed a blood glucose level of 7.4 mmol/l. At that time, the patient noted that their continuous glucose monitoring (cgm) device was displaying a signal loss. Although the patient was transported to the hospital, no additional treatment was reported as necessary, and the patient did not undergo further medical evaluation or intervention. As of the time of this report, the patient is stable and feels fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information was received on 10/19/2025. Data was further reviewed. It was reported that a signal loss occurred. Data investigation confirmed signal loss as signal loss over an hour. The probable cause was the transmitter and app were unable to complete a data transfer. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).